Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to analyze. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Three patient samples were provided by the customer for investigation. The customer's tsh results were confirmed. An interferance of macro-tsh was present in the samples, which could have caused the elevated elecsys tsh results. This interference is documented in product labeling. No adverse events in relation to the falsely elevated tsh results were reported.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Customer received questionable high tsh results on the additional e module analyzer for 2 different samples collected from the same patient, which do not fit with the clinical picture of the patient. Initial tsh result gave > 100 uiu/ml. The sample was repeated with dilution giving > 1000 uiu/ml. The sample was additionally repeated on a siemens centaur analyzer giving tsh result of 3.86 uiu/ml. A second sample obtained from the same patient was tested giving tsh result of > 100 uiu/ml. This tsh result of > 100 uiu/ml was confirmed by two other roche instruments at two other laboratories. Actual data and roche instruments used for this testing were not provided. This second sample was additionally run on the abbott architect giving tsh result of 1.87 uiu/ml. No information was provided if initial or repeat tsh results were reported outside the laboratory or if patient was adversely affected by this issue. Tsh reagent lot number, 157491.